Event description:
The customer observed false nonreactive architect syphilis tp results for one patient. The customer stated the result was nonreactive with positive tppa and trust results. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 08d06-74, that has a similar product distributed in the us, list number: 08d06-31, and a 510k number of k153730.

Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A review of tracking and trending for the product and the list number did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the list number and complaint issue. Manufacturing documentation for the list number was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect syphilis tp, list number 08d06, was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results for one patient. The customer stated the result was nonreactive with positive tppa and trust results. There was no impact to patient management reported.